Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the patient side occlusion not meeting the tolerance range (7.7¿12.7 psi) was identified during the call. Recalibration initially failed despite replacing the pressure transducer, with readings remaining high (13.7¿14.6 psi). After restarting asm, the values returned within range. The customer confirmed the issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported patient side occlusion is not adjusting with tolerance rate which is 7.7 - 12.7 psi customer tried recalibrating but fails. Customer already replaces the pressure transducer; it still doesn't work. Perform the patient side occlusion test yet still high at 13.7psi and 14.6psi customer retried launching asm and rate comes within range. There was no patient involvement.